Event description:
It was reported to the aci sales professional that a patient underwent a diagnostic carotid angiogram procedure on (B)(6) 2011. Access into the common femoral artery was via a 5f procedural sheath. There was no report of pre-procedural femoral angiogram to assess suitability of closure. Post procedure, the physician who is in training to the mynx procedure and with the aci sales professional in attendance, used the device to close the access site. It was reported that upon retraction of the sheath to expose the advancer tube, the advancer tube did not engage. The device was removed and the patient was converted to manual compression. Hemostasis was successfully achieved after 15 minutes. The patient was ambulated and discharged to home with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.